Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii leaked at septum patient, received intravenous infusion of 3 g of cefoperazone sodium and sulbactam sodium q12h. A closed intravenous cannula needed to be inserted. The puncture process was smooth. After seeing blood return, the steel needle was withdrawn, and blood and medication could be seen flowing out along the end of the cannula. After communicating with the patient, the cannula was removed, and the patient had no objections.

Manufacturer narrative:
1.DHR/bhr review(lot#4109454): 1)the products of this batch were assembled at intima ii auto line 4 in may 2024, and packaged at r240 &cfs package line in may 2024. Work order quantity was (B)(4) pcs; 2)the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications; 3)the leakage test results of 800pcs in process testing and 32pcs in outgoing testing were within the product specifications. 4)no unqualified, deviation or rework activities in the production process; 5)the septum assembly equipment without abnormal maintenance. 2. The customer returned 1 photo, but did not return the defective samples. The photo showed blood oozing from the end of the septum. 3. Performed septum leakage test for the retained samples of this batch. The test result showed that no leakage was found at the septum. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products.the returned photo shows bleeding at the end of the septum, but as no defective sample has been received, relevant tests cannot be performed, so the root cause of septum leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information available.